Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In 2015, a 21 mm trifecta valve was implanted. On (B)(6) 2019, infection was suspected and the valve was explanted. Upon explant, the user observed a "clear tear along the stent post." The patient is reportedly stable.

Event description:
In 2015, a 21mm trifecta valve was implanted. On (B)(6) 2019, infection was suspected and the valve was explanted. Upon explant, the user observed a "clear tear along the stent post." The patient is reportedly stable.

Manufacturer narrative:
The tear seen at explant was confirmed. Leaflets 1 and 2 were torn. There was fibrous pannus ingrowth on the outflow surface of leaflets 1 and 3. There was circumferential pannus on the inflow surface which narrowed the inflow diameter and extended onto the bases of all three leaflets. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.